Event description:
It was reported that during a da vinci-assisted surgical procedure, the medium large clip applier instrument had clip deployed and was all jagged, was not smooth. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred after the clip deployed and closed appropriately on the patients tissue. A jagged area on the clip applier was observed after it deployed and securely attaching to the tissue. Issue occurred on the first clip delivered and used inside the patient. Two clips appliers per robotic chole case. Customer continued to use the unaffected clip applier and also used a large clip applier. A backup clip applier was used to resolve the issue. The clip applier was removed from the field, bagged and given to supply coordinator. No photos or videos available for review. Patient demographics were obtained.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found with one grip bent. The damage was found near the top of the clip groove, causing an offset at the tips. As a result, a clip cannot be properly loaded into the clip groove of the grip-tips. Components adjacent to this severely bent grip do not show damage. The complaint was confirmed by failure analysis. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips.